Manufacturer narrative:
MDR 1219913-2025-00047 was initially filed on 04-mar-2025. Additional information (21-apr-2025): siemens has concluded the investigation for the issue reported by an outside the united states (ous) customer regarding observation of out-of-range quality control (qc) results and elevated atellica im enhanced estradiol (ee2) results, which were discordant relative to repeat testing. Siemens reviewed the instrument data, and the information provided by the customer. A review of internal reagent release data indicated that atellica im ee2 reagent lot 127103 met all manufacturer specifications. Additionally, a review of customer data confirmed that a valid calibration was present at the time of testing. Service was dispatched to the customer site and the instrument¿s event log was reviewed. Close review of the instrument data showed the primary and secondary vacuum were running high. Siemens customer service engineer (cse) performed the routine vacuum system troubleshooting. Following this routine troubleshooting intervention, qc results were stabilized, and calibration was acceptable. The issue appears to be resolved although a specific cause for this event was not identified. A product problem has not been identified. The customer is operational and no further actions are required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A customer from outside the united states (ous) reported observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the issue.

Event description:
The customer reports observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. Initial elevated atellica im enhanced estradiol (ee2) results were obtained for three patient samples. The initial results were reported to the physician(s), who did not question the results. The customer noticed that the samples were tested while quality control (qc) results were out of range. The same samples were retested on alternate atellica im analyzers and obtained lower results, which were considered correct since the quality control (qc) results recovered within the acceptable range during the repeat testing. No corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to this event.